Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken energy cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified while grasping tissue. The wire was exposed due to damaged insulation. There were no signs of thermal damage. No arcing was observed during the procedure. There was no injury to the patient and no report of fragments falling into the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found the customer reported issue could not be replicated nor confirmed. The instrument's conductor wire was not broken or damaged, but a broken grip cable was found during visual inspection. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. Additionally, the instrument was found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was not confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.